Event description:
It was reported that the patients ipg stopped providing therapy. In turn, the patients scs system was explanted and replaced on (B)(6) 2019. Effective therapy was confirmed post-op.